Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a deviation between the stylus and the cursor, however this was resolved with a standard calibration. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that multiple external components were worn/damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem with stylus calibration. It was recommended that the programmer be returned for service, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.